Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient had an artificial urinary sphincter (aus) removed at an unknown date due to possible atrophy. It was unlikely that there were any device malfunctions associated with the device. Some time later, the patient underwent a surgical procedure to reimplant an aus system in order to correct the incontinence experienced due to not having a device implanted. There were no further actions necessary following the procedure.